Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.0 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a strut in the centre of the stent lifted on one side and pulled distally. Struts on both proximal and distal ends appeared distorted slightly. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement & withdrawal attempts through the severely calcified and tortuous lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink inside the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
Reportable based on device analysis completed on 25-oct-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After the lesion was predilated with a 2.5x15 non-bsc balloon catheter, a 3.00x20mm synergy¿ drug-eluting stent was advanced but the device was unable to cross lesion due to calcification and angulation. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.